Event description:
New information received notes that the patient presented to the hospital for a ventricular tachycardia (vt) ablation procedure. After the procedure, the pacemaker exhibited intermittent under-sensing of r-waves. Programming changes were made to the pacemaker to address the issue. No patient adverse effects were reported, and patient was not dependent on the pacemaker.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the ventricular channel of the pacemaker exhibited under-sensing. No interventions or changes were reported. The patient's condition was unknown.